Event description:
Upon removal of sheath over stiff wire, sheath became elongated and severed resulting in a retained foreign body approx 3 cm long in right common femoral artery. Pt required surgical retrieval of foreign body. FDA safety report ID# (B)(4).